Manufacturer narrative:
(2026). Surgical outcomes of pulsed-thulium:yag versus holmium:yag lasers in the management of upper urinary tract stones. 133rd annual meeting of the japanese urological association. Op-099-02.

Event description:
It was reported via an article presented in the 113th annual meeting of the japanese urological association, that a comparative study was conducted to address the surgical outcomes of transurethral lithotripsy (tul) procedures between using a pulsed-thulium:yag (p-tm:yag) laser and holmium:yag (ho:yag) laser, for the treatment of upper urinary tract stones. 54 patients from the ho:yag group underwent tul procedures using a versapulse powersuite 80w console. The procedures took place between august 2023 and august 2025 at an institution in japan. It was indicated that there was no significant difference in complications observed between the two treatment groups. However, no details regarding the types of complications were mentioned.